Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 27-feb-2023. Investigation summary: five samples and ten photos were provided to our quality team for investigation. Through visual inspection, it was observed that two samples had an incomplete gtin number in which the number was cutoff at the end of the blister package, it is missing one digit on one sample and two digits on the other sample. The observed conditions were non-conforming per product specification. Potential root cause for the incomplete gtin number print on the top web packaging is related to the packaging process. An improper threading of the top web into the machine, allowed the top web to be improperly presented to the printing head which would cause the print outside the proper region of interest. As corrective actions, incorrect threading diagram from machine has been removed and clearly defined regions of interest for the affected product configuration in machine set-up instruction. A device history record review was completed for provided lot number 1321729. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defects.

Event description:
It was reported that the bd twinpak¿ dual cannula device with syringe gtin# was incomplete on the packaging label. The following information was provided by the initial reporter: "incomplete gtin # printed on the sterile packages"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd twinpak¿ dual cannula device with syringe gtin# was incomplete on the packaging label. The following information was provided by the initial reporter: "incomplete gtin # printed on the sterile packages."